Manufacturer narrative:
Significant damage was found on the edge of the s100 floor stand adjacent to where the broken caster was mounted. The user manual clearly states that the device shall only be transported over long distances within its original packaging or in a special return packaging. Furthermore, the user manual states: "to ensure optimum performance and safe working order, we recommend having it checked by our service rep as part of regular scheduled maintenance. In order to prevent any impairment of the device's safety due to age, wear, etc.., the user must ensure that the device is subjected to the necessary safety checks". The safety check includes: "function and wear test of casters and arrestors on the floor stand". Site contact info: dr. (B)(6).

Event description:
It was reported that during a cranial procedure, a caster shaft broke on an s100 floor stand causing the s100 floor stand with attached opmi pico microscope to fall onto the operating room-chair tray. No contact was made with the pt or staff. No one was injured. The customer was able to devise a method to support the microscope stand and complete the procedure.